Manufacturer narrative:
(B)(4). The lot was manufactured from march 26, 2015 to march 27, 2015. The device was received for evaluation. A visual inspection revealed a strand-like white particle, approximately 6.72 mm in length, floating in the fluid of the reservoir. Fourier transform infrared spectroscopy identified the particle as polyester material from the filter. The reported condition was verified. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor contained a long fiber coming out of the filter and into the balloon. This was identified before use. There was no patient involvement. No additional information is available.